Event description:
A customer contacted baxter's (B)(4) and requested assistance with starting over with repriming the patient line on the homechoice (hc) machine during fill 1. The technical service representative (tsr) assisted the home patient (hp). The hp stated she is at stopped fill and does not want to fill because she can see air in the line. The tsr walked the hp through ending therapy and advised to start over with a new cassette and bags. Baxter (B)(4) contacted the hp on (B)(6) 2011. According to the hp, the cause of the air was unknown and since the event, therapy has been going fine other than a low drain volume alarm that was cleared by repositioning. (B)(4) advised the hp to call the tsr for any further issues. The patient had just stopped hemodialysis due to some surgery for a foot amputation; the hp was also recovering from a diabetic coma.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, the nurse confirmed that on (B)(6) 2011 the patient was hospitalized due to a diabetic coma. The nurse stated that the event of diabetic coma was related to the dianeal solution. The nurse also confirmed that on (B)(6) 2011 the patient was discharged from the hospital. The event of non-healing diabetic foot ultcer was not related to dianeal solution. No further information is available. This report was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air, therefore, it is undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.